Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not determined. The patient said the ins continues to lose the settings and turn itself off at times. The device was reprogrammed, but the result was the same so the patient manually reset the values. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins lost its programming. The patient reported that all levels were at 0. The patient reported that the pain was horrible, and they didn't know what to do. No further complications are anticipated.